Event description:
Information was received from an unknown patient who was implanted with a neurostimulator. It was reported that the trial worked great. The patient had not walked over a half mile in a year and suffered from severe spinal stenosis in l5-s1 area. The patient had nothing but problems with the permanent implant since it was put in. It seemed that the programming could not be gotten right. One time, it went haywire and literally had the patient's tongue hanging out form the shocks. The unit in the patient's hip burned even when it was off. When it was on, the shocks radiated to their upper back shoulder area. The patient was about ready to give up, have it removed, and consult with the surgeon to see if laser surgery was an option as the full-blown open back surgery was dangerous due to the patient's various health issues. Further follow-up to identify the patient and clarify issues was not possible as the manufacturer is not able to conduct follow-up on social media forums where the report was posted.